Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the sphere catheter sphere 9, a potential clot was visualized on intr acardiac echocardiography (ice) attached to the endocardium between lesions while positioning the catheter. The procedure was temporarily interrupted. The physician removed the sphere catheter from the body, found nothing on the catheter, and aspirated through the sheath, after which the clot-like structure disappeared in the ice view. The left atrial appendage had been cleared before the procedure began. The case was completed with no issues. The patient was kept overnight for monitoring and woke up with no issues. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the afr-00001 affera¿ sphere-9¿ catheter with lot 0013037596 and data files were returned and analyzed. Review of the log file showed time stamps and errors related to the procedure. Videos returned from the field were reviewed and showed anatomical voltage maps with green tags representing pulse field lesions. No anomalies were identified during visual inspection of the catheter. The returned catheter failed the shorts test. An anomaly was noted at electrodes p3 and p4. The returned catheter failed the mapping test. An anomaly was noted at electrodes p3 and p4. During further inspection of the sphere, an open circuit/electrical intermittence was observed at electrodes p3 and p4. In conclusion, the reported issue was not observed during testing and data analysis. The catheter failed the returned product inspection due to the open circuit/electrical intermittence at electrodes p3 and p4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.